Manufacturer narrative:
One smiths medical cadd medfusion pump was returned for analysis with no external damage noted. Event log history was performed and indicated that there was a force sensor error was recorded in history. During analysis, the reported problem was duplicated, force was out of specification. It was noted that the force sensor cable was damaged and was the cause of the reported problem. Service replaced the force sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical cadd medfusion pump had a bad barrier clamp motor calibration. No adverse effects were reported.